Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient stated: "unfortunately, I have had to have some dental work. Suddenly, I have suffered some of my teeth breaking and cracking! I am hoping it is just coincidental that it happened after I started my byte journey and not being caused by this treatment. In any case, my treatment has had to cease. I don't know when, or if I will be able to continue! At this point, my teeth have shifted back to their original place and I will have to resume with week 1 (again, if I am able to resume at all)."